Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he went into diabetic shock and had to be taken to the hospital by paramedics. The reported blood glucose reading at the time of the phone call was 331 mg/dl. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.